Event description:
The patient (B)(6) was undergoing an ipg pocket site revision, and the physician replaced the ipg and extension (reference manufacturer reports: 1627487-2011-01656 and 1627487-2011-1657). It was reported that the surgeon attempted to insert the patient's existing lead into the replacement extension, and he noted that one channel did not allow the lead to insert all the way. The physician allegedly had to loosen the set screw in order to get the lead in. The physician decided to use the extension, and it was left implanted in the patient. No further patient complications were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.